Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the customer through the process, which resolved the issue as the sensor session was successfully restarted without any further errors.